Manufacturer narrative:
The complaint is awaiting receipt of the sample to complete an investigation. Upon completion of the investigation, a follow up supplemental report will be mailed.

Event description:
(B)(4). It was reported that the patient had experienced difficulty/ pain when trying to remove the silicone catheter and that there was a noticeable ridge on the cuff upon removal. Per additional information received, the patient was given morphine during catheter removal.